Event description:
It was reported that the lens vaulted asymmetrically approximately 5 months post implant. The surgeon plans on exchanging the lens. This event pertains to the pt's left eye. Please reference MDR# 1313525-2015-00812 for the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.